Event description:
This is a supplemental report. The lab evaluation has been completed on 30-apr-21. The description of event and a code has also been updated based on info received on 06-may-21. The investigation is still on going. It was found that there was difficulty to push the stent through working channel due to the stent's material was very soft near flaps. A double pigtail biliary stent was deployed to complete the procedure and it was successful. Please note as confirmed on (B)(6) 2021 incorrect size wireguide used (0.025'). 4. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* acrobat 2 wire guide; 0.025. Did any piece of the device remain inside the patient¿s body? No. If yes, please describe the object and how it was retrieved (if applicable). Did the patient require any additional procedures due to this occurrence?no. If yes, did the product cause or contribute to the need for additional procedures?no. If yes, please specify additional procedure(s) and provide details. Did the complainant inform of any adverse effect(s) on the patient due to this occurrence?no. Did the complainant inform that the product caused or contributed to the adverse effect(s)?no. Please specify adverse effect(s) and provide details.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the clso-10-10 device of lot number c1750738 involved in this complaint was returned to cirl for lab evaluation. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 30 april 2021. On evaluation of the device a slight kink was observed at the distal end of the stent. The device passed the functional testing by passing through 0.035¿¿ wire guide. Document review: prior to distribution ¿clso-10-10¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ¿clso-10-10¿ of lot number ¿c1750738¿ did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number ¿c1750738¿. It should be noted that the instructions for use (ifu0045) states the following: ¿notes: visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. "Select the cook stent introducer system (if not included) in the appropriate french size". There is evidence to suggest that the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Both the difficulty in advancement and the kink noted in the lab can be definitively attributed to the use of a non-recommended wire guide. As per information received, it is confirmed that a 0.025" wire guide was used. Summary: the failure was addressed in the laboratory evaluation however the device successfully passed a 0.035 inch wire guide. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
It was found that there was difficulty to push the stent through working channel due to the stent's material was very soft near flaps. A double pigtail biliary stent was deployed to complete the procedure and it was successful. Did any piece of the device remain inside the patient¿s body? No. If yes, please describe the object and how it was retrieved (if applicable). Did the patient require any additional procedures due to this occurrence? No. If yes, did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedure(s) and provide details. Did the complainant inform of any adverse effect(s) on the patient due to this occurrence?no. Did the complainant inform that the product caused or contributed to the adverse effect(s)? No. Please specify adverse effect(s) and provide details.